Event description:
During an angioplasty procedure of a shunt anastomosis (location unk), this balloon could not be inflated because of a leakage in the balloon. The patient was a male (age unk). The characteristics of the vessel are unk. There is no information as to where the physician made access to the patient. The information states that the product was prepped as per the IFU. The physician had no difficulty accessing the lesion with a guidewire. The product was advanced over the guidewire, to the lesion and upon inflation of the balloon with an indeflator, it was noticed that the contrast medium was leaking from the balloon. Therefore, the product was withdrawn from the patient's body and another balloon catheter was used to successfully complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.